Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood glucose level of 400mg/dl when they left training. It was reported that the customer tried to lower levels by conducting multiple set changes. It was reported that the customer had issues with multiple bent cannulas. No further information provided.